Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant, there was an issue with extending the right ventricular (rv) lead helix prior to inserting the lead. Additional rotations were performed to extend the lead and finally the lead was inserted with no issues with the measurements. The right atrial (ra) lead was also inserted with normal measurements. The device was then connected. The rv lead was checked with radio telemetry and out of range pace impedance measurements were noted. The fixation was checked but noise was seen thus the connector was removed and the measurements were checked with the pacing system analyzer (psa). It was unable to check the electrical signal on the ventricular side. The connector of atrial side was removed and when measurement was performed, there was no problem observed of the electrical signal on the atrial side. It was suspected that rv lead fracture occurred, and the helix was tried to retract, but even with the reverse rotation of 60 to 100 turns, the helix at the tip still extended and it could not be retracted. The lead tip was able to be removed from heart and will be returned. The ra lead remains implanted with no issues.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. The lead was returned severed in two segments. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.